Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter heparin cap fell off and leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "20g indwelling needle catheterization was given in the patient area, and the yellow silica gel skin on the heparin cap of indwelling needle fell off spontaneously in the process of contrast infusion. Blood return from indwelling catheter. Contaminate the patient's arm and clothing."

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. In response to the event reported by your facility a device history review was conducted for lot number 1287029. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.